Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Per biolibra study, patient presented to ed on (B)(6) 2021 for wound evaluation. Stated that approximately 4 days prior was cleaning chest and had small amount of thin, yellow, but foul smelling material come from wound. There was not frank pus. Evaluation revealed no radiographic evidence of device issue or associated abnormality, infection of hardware deemed highly unlikely, likely superficial wound of the residual scar. Patient discharged to home with oral antibiotic and cardiology follow-up appointment. Patient seen in cardiology office (B)(6) 2021 with no evidence of worsening infection at site or purulent drainage noted. Patient does report small amount of clear drainage at home with foul smell. Advised to finish antibiotic cycle and follow-up in office in 1 week. Patient seen in office on (B)(6) 2021 and pocket revision/cleanout deemed necessary per physician. (B)(6) 2021 pocket washout with suture and staples used for wound closure. No device system revisions were made. Patient discharged to home same day. Office follow-up scheduled for (B)(6) 2021. System remains implanted.